Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number 14a15h25 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis event was unknown. On the same day, the patient was hospitalized for the event. The following day, the patient was treated with unspecified antibiotics (dose, frequency and route not reported) for peritonitis. Four days after admission to the hospital, the patient was discharged. At the time of this event, the patient was recovering from the peritonitis event and treatment with unknown oral antibiotics (dose and frequency not reported) was ongoing at home. Pd therapy was ongoing. No additional information is available. This is report 4 of 4 involved in this peritonitis event.